Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, since the image issue was not reproduced, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. Do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. Turn the video system center on only when the endoscope connector is connected to the light source. Confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to excessive image guide breakage and leakage from the instrument channel. Other evaluation include a cracked bending section cover glue, and low angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the screen was black, and there was no image displayed on the bronchofibervideoscope's monitor during preparation for a diagnostic procedure. Customer believed it may have been a fiber optic image. The intended procedure was completed with no delay and no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer (identified via b5). The investigation is ongoing, if additional / applicable information is identified, a future report will be submitted.

Event description:
Additional information obtained from the customer identifies, the intended procedure was an ebus (endobronchial ultrasound bronchoscopy). The procedure was completed with the same device, without delay, and without impact to patient and equipment operator. An estimated event date of 24july2023 was also identified.